Event description:
The initial reporter received questionable ise indirect na and ci for gen.2 results from an unspecified number of patient samples tested on the cobas pro ise analytical unit. The reporter stated they have been having issues with the ion-selective electrode 2 (ise 2), so once in a while, they would randomly run patient samples on this ise with a known correct result from their other ion-selective electrode 1 (ise 1). The reporter was able to provide one example of a patient sample with discrepant results. The questionable results were not reported outside of the laboratory. The initial sodium result from the ise 1 was 137.8 mmol/l. This result was considered correct. The first sodium repeat result from the reported ise 2 was 151.8 mmol/l. The reporter recalibrated and reran the qc. The second sodium repeat result from the ise 1 was 137.8 mmol/l. This result was considered correct and reported outside of the laboratory. The third sodium repeat result from the reported ise 2 was 141.5 mmol/l. The initial chloride result from the ise 1 was 102.6 mmol/l. This result was considered correct. The first chloride repeat result from the reported ise 2 was 113.6 mmol/l. The reporter recalibrated and reran the qc. The second chloride repeat result from the ise 1 was 102.6 mmol/l. This result was considered correct and reported outside of the laboratory. The third chloride repeat result from the reported ise 2 was 105.2 mmol/l.

Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The field service engineer (fse) inspected the analyzer and found that the event was caused by a dirty ion-selective electrode (ise) flow path. He then cleaned the flow path. The customer performed calibrations and qc with successful results. The investigation is ongoing.

Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.